Manufacturer narrative:
The affected device was not returned however the customer did supply pictures which confirm the handles lost their hinge pins but it is inconclusive as to why or how. There is damage on the handles in multiple locations that could negatively impact the hinge pin and the overall use of the handle. This damage is consistent on both handles which were manufactured almost 4 years apart from each other. It's apparent both handles went through the same use and handling by this customer, but nothing stands out as to why the hinge pins became loose and fell out. A look back to 2014 for trending was conducted but there is no trending for hinge pins becoming loose or falling out. Without the handles being returned for further investigation, this customer complaint is inconclusive.

Event description:
The customer alleges that "handles have lost their hinge pins". No other details were provided and no patient injury/harm reported.